Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. While trying to repositioned, it exhibited helix issue . The lead was replace with success. No additional patient effect were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. FDA 3500a section patient information, a1: patient identifier : a code was added.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. While trying to repositioned, it exhibited helix issue . The lead was replace with success. No adverse patient effects were reported.